Event description:
I am quadriplegic on a ventilator (ltv 950). I am on homecare with a caregiver. The output of the ltv950 home care vent feeds into the fisher & paykel heater/humidifier. I use one vent on my wheelchair, and the other is on my homemade ventilator stand. This is for my nighttime. Control mode ventilation setup. Heated hose feature is very important for sleeping. In the early nineteen nineties, fisher & paykel of (B)(4) took one of their models of ventilator heaters, used mostly in hospitals, and designated it for home care mechanical ventilation use. That's the hc500. It is not suited completely for home care use. It seems to be made to hang on a pole stand by a special bracket. That is the way pulmonetics manufactures it and (B)(6) brings it to our homes, on this expensive 5 legged pole stand. The one brought to me is in the garage. Many of us want our vent and the humidifier to sit on a tabletop stand side by side. It is tempting to set the hc500 on the tabletop with the pt circuit connected and hanging down. If you do that, the humidifier heater will tumble off onto the floor dragging the small tubings with it. The heater canister will then dump heated water into the breathing circuit, causing an emergency. Another danger is in switching the ventilator off without shutting off the humidifier heater, and it will happen. With no ventilator breath passing through the heater, it will go up to 42 degrees centigrade, instead of the normal 37 degrees centigrade. The heater will alarm and damage will occur to the pt circuit depending upon how long it stays that way. Newer units have safety circuits to prevent this. Pt safety info on using the fisher & paykel hc500 home care ventilator humidifier heater. These failures will cause the ventilator to alarm and cause harm to the pt: the case to the humidifier is made in an odd configuration so that it cannot stand on it's own without falling over. There is no warning about using it without the hosp pole stand. This is our home, not the hosp. If the heater tumbles off the table top, heated canister water will spill into the breathing circuit causing the vent to alarm on the high pressure alarm or low pressure alarm. A large amount of water into the pt's tracheostomy could occur. We get no warning literature with the hc500, and why haven't any provisions been made in all these years to use this heater on a tabletop? It is a common occurrence when getting out of bed into the wheelchair in the morning to switch the ventilator off, and forget to switch the hc500 heater off. The heater will build up heat beyond it's regulation to 42 degrees celsius, that's 107.6 degrees fahrenheit, because of no ventilator breath passing through the humidifier. Depending upon how long this temperature remains, damage will occur to the attached ventilator circuit. The humidifier may, or may not alarm. Normal operating temperature in the humidifier is 37 degrees celsius or 98.6 fahrenheit. I understand the new hc850 fisher & paykel heater powers down when left unattended with no vent breath passing through. There are thousands of the old hc500 units in our homes and hospitals. I see no retrofitting being done to correct the old humidifiers. We are paralyzed people of all ages very dependent upon this equipment. Most of us are on (B)(6). We have no consumer power to get fisher & paykel of (B)(4) to make changes in their products.